Event description:
Thirty yo wf experienced hypotensive and bradycardia s/p laminaria insertion. Pt received pericervical lidocaine 1% 10mls prior to laminaria insertion. Seven laminaria inserted at 1015. Pt very uncomfortable, complains of abdominal cramping and feeling light headed, dizzy and thirsty. Bp 94/59 and hr 67 down from baseline -107/64; 82- 5min post insertion. Bp 76/48; hr 58 at 1035. Vs began to be monitored every 10 minutes. No improvement. At 1120, piv placed with ns kvo. Bp 80/59; hr = 56. At 1130, md gave atropine 1 mg infused IV push. Treated discomfort with percocet 5/235mg x 1 at 1135. Improvement of pt's bp and pulse x approximately 1 hr with subsequent recurrence of bradycardia and hypotension. Md notified and pt was admitted to hospital in 2009 for observation. Or procedure performed in the next day as planned.